Manufacturer narrative:
Eval summary: the product was not returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The root cause cannot be determined. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).

Event description:
A surgeon reported that the glaucoma filtration device (gfd) was found to be touching the iris the first day after surgery. The gfd remains in the eye. No pt harm was reported. No further info is expected.